Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment. The carrier board/com express board was replaced.

Event description:
The hospital reported that, during the preoperative checkout, the unit had a system failure. There was no report of patient involvement.